Event description:
The spouse reported via phone call that the customer was hospitalized on (B)(6) 2015 for high blood glucose. Customer's blood glucose was over 600 mg/dl at the time of admission. It was reported the customer had two falls before their hospitalization. The cause of the customer's hospitalization was from diabetic ketoacidosis, dehydration, low potassium levels and a broken leg. The caller also reported the customer was admitted into the intensive care unit. It was also reported the customer was a brittle diabetic with heart issues. The caller reported the customer was released on (B)(6) 2015. The customer's blood glucose was 114 mg/dl earlier in the morning. The caller declined to return the insulin pump for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.